Event description:
Patient presented to the physician with the sense lead eroded through the skin at the chest incision site. Physician brought the patient into the operating room, repositioned the sense lead beneath the ipg, and closed. Postoperative antibiotics were prescribed after the procedure was completed.